Event description:
Clinical study. It was reported that after a coronary artery stenting procedure, the pt experienced progressive angina and required target vessel reintervention (tvr). The target lesion was located in the mid right coronary artery (mid rca) with 95% stenosis, a length of 26.0mm and reference vessel diameter of 3.00 mm. The physician treated the lesion with pre-dilatation and placement of a 3.0 x 32mm taxus v study stent with 0% residual stenosis. A non-target lesion in the proximal circumflex (prox cx) was treated with a 2.75 x 23mm non bsc stent during the index procedure. A distal dissection was identified and a 2.5 x 18mm non bsc stent was placed in tandem to the first stent. The pt was discharged the next day on aspirin and clopidogrel. At 1585 days post index procedure, the pt was admitted for cardiac catheterization afer presenting with progressive angina. The distal rca was treated with a 2.5 x 23mm non bsc stent and post-dilatation. The proximal lad was treated with a 3.5 x 28mm non bsc stent and post-dilatation which led to compromise of the diagonal. The cpks were elevated to approximately 1100 due to the diagonal artery occlusion. The pt was observed for an additional day and discharged 2 days after the procedure on aspirin and clopidogrel.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.